Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence.

Event description:
The consumer stated by email that during removal a tampon came apart and pieces remained inside. This occurred with one tampon. There have been 2 attempts ((B)(6) 2017) to contact the consumer for more information. On (B)(6) 2017, the consumer responded back via e-mail that she is fine and did not want to discuss this event any further. It is unknown if the consumer had gone to the doctor.